Event description:
The patient reported that they were still having issues with their bladder symptoms, urgency and frequency issues. The patient had not made any adjustments to their implant. The patient also noted that they felt stimulation in their leg and behind to their knee. With certain positional movements the patient would feel the stimulation move. If the patient was lying in bed they would occasionally feel stimulation in their toes and if they were sitting down and crossing their legs the patient would feel stimulation in the bicycle seat area. The stimulation was not painful or uncomfortable. The patient was scheduled to see their healthcare provider (B)(6) 2016. Additional information reported that the patient contacted their doctor and changed from program 1 to program 2 and was not feeling stimulation. The patient increased amplitude to 0.8 because that was where they had it on program 1. The patient increased stimulation to 1.7 where they felt stimulation comfortably in their pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.